Event description:
It was reported that a pt was being monitored by a draeger trust telemetry pack and multiview workstation. The user reported that an initial r50 strip recording for the pt was run after admission reportedly on (B)(6) 2012. The pt reportedly expired at approx 9:00am on (B)(6) 2012. The user reported that after the pt expired, a check of the mvws full disclosure database showed that there was no full disclosure data being collected until several hours after the pt had been admitted. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up report will be submitted as soon as the investigation has been completed.